Event description:
I would like to bring to your attention that (B)(6) received a complaint from a patient that he found a small flake like particles of size 2x4 mm stick to inside the face mask after he started using the ds2 machine, serial number: (B)(4). FDA safety report ID# (B)(4).